Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic broken. Dimensional inspection found the lens within specifications, functional inspection found the lens out of specifications. Additional information: h6 - method code 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: 715477

Manufacturer narrative:
Weight, ethnicity & race: unk. The product is manufactured in the us, but not marketed in the us. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich_12.6 implantable collamer lens, 0.00/5.0/092 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. The surgeon reports refractive surprise. Lens was repositioned on (B)(6) 2020 but it did not resolve the problem. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later reported that on 01/oct/2020 the lens was exchanged with a same length but different model lens and the problem was resolved. "Patient is happy". Claim#:(B)(4).